Event description:
The cusa excel 36khz straight handpiece (c2602) which was on loan to a customer was evaluated upon its return to our service department. When tested, the device failed all the testing parameters; the amplitude was inconsistent, fluctuating, and overheating. There was no patient involvement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. An incoming test was performed and the handpiece failed all the testing parameter. Inconsistence and fluctuating amplitude and overheat. The issue was due to the transducer and coil form failure. A new coil form, transducer and housing assembly were replaced. Device tested the handpiece, and the handpiece passes all the testing parameter. Root cause - the reported failure "inconsistent & fluctuating amplitude" was confirmed. Root cause was found to be transducer delamination and coilform defective. Corrective action was implemented in april 2021, and the solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. This device was manufactured prior to corrective action.